Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not received. Event date is an estimation.

Event description:
It was reported that the patient would be undergoing an explant for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.